Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported defect was confirmed. The evaluation results are as follows: all three dilator tips were broken. One dilator had a clean break about 7.5 cm from the very tip. Another dilator had a fragmented break with the tapered dilator tip. The last dilator appears to have a clean break closer to the tapered end of the device. Although the dilator damage was confirmed, none of the returned devices appeared to have any damage to the blue sheath or to the proximal end of the dilator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, although the dilator damage was confirmed, the root cause of the reported damage is unable to be determined. This supplemental report includes information added h4. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device has been returned for evaluation. However, an evaluation has not been completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a retrograde intrarenal surgery, three uropass ureteral access sheath broke at the distal end of the dilator inside the patient. The procedure was completed by replacing with another sheath however it was shorter. The fragments that fell into the patient have been removed but caused extension of the procedure for one and a half hours. The patient was under general anesthesia. The anesthetist reported to the physician that the patient had an early pulmonary edema and was given a diuretic which seemed to have not made the problem more serious. It was thought to be a consequence of patient being under general anesthesia for a time longer than expected. There were no reports of further patient or user harm associated with this event. (B)(6)1 of 3 uropass ureteral access sheath. (B)(6) 2 of 3 uropass ureteral access sheath. (B)(6) 3 of 3 uropass ureteral access sheath.